Event description:
The customer contacted philips healthcare to report the device failed shift check. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.